Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited episodes of noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead found two external insulation abrasions at 39.0-39.1 cm and 39.8¿40.0 cm from the connector pin, breaching the outer insulation exposing the outer coil. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.